Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and pass. Voltage test: pass. Data/share log available: yes. Data/share log review: fail. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.